Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6): after the evercross balloon was open and expanded in the patient¿s body, the balloon would not deflate and could not be removed. The diseased region being treated was located in iliac artery, which caused a blood occlusion in left lower limb for ten minutes. The surgeon had to pierce the balloon with a guide wire and then was able to remove the evercross balloon.